Manufacturer narrative:
Evaluation summary: returned liner and x-rays were reviewed. Probability of stem-liner impingement is low. It is probable the edge of the liner may have been eccentrically loaded causing the edge to fracture. However, exact cause is unk. Evaluation codes: fractured portion is approximately 35mm in length. Remaining portion of elevated rim has also sheared away from liner. There are slight scratches to bearing surface and some gouging to rim. Manufacturing records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 2003, and revised post-op 2005, due to a broken rim.